Event description:
A father reported his son experienced the "top layer of his cornea is gone", pain, a swollen eyelid, and blurred vision following the use of complete moistureplus with his acuvue contact lenses. The reporter indicated that the patient's symptoms began the evening of 2006 with a swollen eyelid. The next day, he experienced blurred vision and pain and was taken to the emergency room. He was treated with zymar (gatifloxacin), norco pain medicine, artificial tears and other unknown medications. He was seen by his ecp today and "tests for a bacterial infection" are being done. He was not sure if the eye was cultured. Add'l info was requested, but not received. Followed up with reporter on 1/11/07: reporter indicated his son was almost "healed up" and would be ready to get new glasses pretty soon. He did not provide any other information but said he would follow up with us. Retain testing and batch record review have been requested, but not yet received.